Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a female connector separated from the main body. The reported condition was verified. The cause of the event was determined to be manufacturing related issue caused by inadequate solvent to the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted."

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. This issue occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.